Event description:
The pt was admitted for percutaneous nephrolithotomy (pcnl). The surgeon used a hydrophilic guidewire to access a nephrostomy site, when he withdrew the wire it was discovered a segment of the outer coating was stripped off. An unsuccessful attempt was made to remove this segment. The procedure was aborted due to poor access.